Manufacturer narrative:
Ocd performed retain testing, batch review, donor history and complaint review by lot. All results were satisfactory. No general product failure has been found. The most likely root cause of this event was that the original set of screening cells used in the manual gel testing by the customer were compromised. Sample was not available to be sent to ocd for further investigation. (B)(4).

Event description:
Customer reported false negative reaction with a sample that yielded reactivity on the ortho provue but not by the manual gel method with 0.8% surigscreen lot# vss677. Customer reported that on (B)(6) 2014 a patient sample (ID (B)(6)) was tested for the 3cell screen test and cells #1 and 2 had yielded 1+ reaction. Cell#3 confirmed to be negative. Customer suspected anti-d due to rhogam because of the patient's blood group and history of the administration of the drug. Customer's sop is to repeat their positives from the provue by the manual gel method with a 15min incubation. Customer reported that the sample was repeated the same day of the provue testing and had yielded negative results. All described testing performed in the mts anti-igg gel cards. No discrepancies were noted with the provue or manual gel qc performed on the listed day. The repeat testing was performed using the same lot of gel cards and 0.8% surgiscreen but not of the same reagent red blood cell vials. The sample in question reacted consistently between the provue and manual gel when the same set of the reagent red blood cells were used. Sample ID (B)(6) yielded positive results to both cell#1 and 2. No details provided regarding the panel studies were provided. The customer indicated that the set of cells originally used for manual testing has been discarded and concluded that they were the root cause of the reported concern.